Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood leaked past the blood control. The following information was provided by the initial reporter: we noticed this morning the IV insyte autoguard bc catheters we have do not have the back valve to prevent blood exiting the catheters prior to connecting the IV tubing. Hence, we are having lots of blood escaping the catheters and dealing w blood spills. T

Manufacturer narrative:
Investigation results: the complaint of blood leaking from the blood control valve could not be confirmed from the representative 18g insyte autoguard units that were received in sealed packaging from lot #4037539 . A visual observation revealed nothing remarkable. The blood control valve was visible in each catheter adapter. A functional test revealed that the fluid escape time from the blood control valve was within specification. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.